Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding, during critical time sensitive moments. The customer stated that the reported malfunction occurred when user trying to issue medication for a patient. There was no report of impact to the patient or user during this event.

Event description:
It was reported by the customer that pyxis medstation es system unexpectedly stopped which caused a delay in dispensing medication, also the station got stopped when users were logging in to the device. The device froze for about 2 minutes when trying to waste a medication, and after the witness input their username, a 20 second timeout warning appeared due to lack of activity despite still processing the username. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network cable, data cable and power module were connected inappropriately. A field service engineer reconnected network cable, data cable and power module. A technical support specialist performed some software changes. The system functioned as intended after troubleshooted by the field service engineer and technical support specialist.